Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable rubella results for 1 patient sample on a cobas e 411 analyzer (rack system). The initial result was 1 iu/ml with a data flag. The repeated result was "in the 400's iu/ml". The exact numerical value was not provided. The repeated result was believed to be correct. It is unknown if the rubella results were rubella igm or rubella igg.

Manufacturer narrative:
The qc was acceptable. The field service representative performed a liquid flow cleaning, checked the probe liquid level detection voltage, and performed adjustments. A root cause was not found. He performed checks and tests with acceptable results. The investigation did not identify a specific cause of the event. The investigation did not identify a product problem.